Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted on (B)(6) 2015. Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-rf-001/serial number (B)(4)/lot number 5204464), being used with the complaint sensor, was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. Because the transmitter is unrelated to inaccuracies, the customer complaint could not be confirmed. A root cause could not be determined.